Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel (f&p) representative that an rd900 neopuff infant resuscitator was defective. Upon device servicing at the f&p regional office in germany, it was discovered the gas inlet and gas outlet ports were loose and the valve assay was damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We provide a follow report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service centre in germany where it was inspected by a trained f&p service technician. The unit was performance tested. Our investigation is based on the information provided by the f&p service technician. Results: visual inspection of the complaint rd900 neopuff infant resuscitator revealed that the gas inlet and outlet ports were loose. Performance testing of the complaint rd900 neopuff infant resuscitator revealed that the valve assay was damaged. Conclusion: the most likely cause of these events is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel (f&p) representative that an rd900 neopuff infant resuscitator was defective. Upon device servicing at the f&p regional office in germany, it was discovered the gas inlet and gas outlet ports were loose and the valve assay was damaged. There was no patient involvement.